Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration. Patient had low bone quality (bone type IV) and bone graft was executed. The implant was carried out immediately.